Event description:
It was reported that a patient with an implantable cardiac monitor (icm) lnq22 previously experienced cryptogenic stroke, sinus pauses, asystole, and subsequently passed away in their sleep with an unknown cause of death. The device clinic staff raised concerns about not being alerted for previously recorded pause episodes detected on the patient's icm. The last transmission received was on (B)(6) 2025, with no arrhythmia episodes recorded that day. Clinic staff were informed about customizing clinic alert settings for different devices and implant indications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.